Event description:
A malfunction was reported with the pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump. Although the malfunction code initially recurred, it did not reappear after the final reset. The customer was advised to continue using the pump and to contact support if the issue happens again.